Manufacturer narrative:
A review of the mfg documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the pt has swelling at the ipg site. The physician as a precaution against infection will wash out the ipg site. The pt underwent a successful antibiotics washout of the ipg pocket site and is doing well.